Manufacturer narrative:
Of the three malfunctions, the lot number for two malfunctions were provided and lot history reviews were performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for one malfunction. The investigations for all three malfunctions are inconclusive for migration of device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device. This information was received from various sources. All three malfunctions involved patients with no reported consequences. One patient was reported as a male; all other patient details were not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06506. H10: of the remaining two malfunctions, the lot numbers were provided and lot history reviews were performed. The devices for the malfunctions was not returned to the manufacturer for evaluation; however medical records have been received for both malfunctions and images were received for one malfunction. The investigations for both malfunctions are inconclusive for migration of device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Two patients were reported as a male; all other patient details were not provided.